Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: dr started to position the implant coil. As he was advancing the coil, mid-catheter, he encountered a kink in the parent catheter. Operator tried several times to get the coil past the kink but was unsuccessful. While doing this, the coil detached prematurely in the parent catheter, not in the patient. Coil was successfully pulled out in parent catheter, and a new coil was used. Case completed with different coils. Procedure performed: rt hypogastric embo aaa. Patient did well. No harm to the patient.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned coil system found the pusher kinked within the outer sleeve at the distal section and the implant stretched at the proximal section and separated from the pusher; however, no indication of activation using a detachment controller was found on the pusher heater coil. Further investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing forces exceeding the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding its yield strength. The catheter used during the procedure was reported to be kinked, which may have caused or contributed to the reported complaint.